Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site, with suspected infection. Physician brought the patient into the or, explanted the ipg and sensing lead, capped the stimulation, irrigated the chest pocket, and closed. Postoperative antibiotics were prescribed after the procedure was completed.